Event description:
The pt developed redness, swelling and drainage in the device pocket. The pt was treated with oral and IV antibiotics. The device system was removed and the infection was reported to be resolved.